Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is bent. No suture or ts remain on the delivery needle or were returned for examination. The actuator is in its t2 post-deployment position indicating multiple trigger advancements and a complete deployment. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device instructions for use under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus repair there was a t2 pre-deployment. No patient injuries or significant delay reported. Back-up device was available to complete the surgery. T1 was cut free from the patient's anatomy.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, have not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 pre-deployed. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: bending of the delivery needle. Pushing the deployment slider twice. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.